Event description:
It was reported that the customer had a blood glucose level of 400 mg/dl. The customer treated with manual injection. The customer stated she was not using her insulin pump, but she was able to program it for use. The customer also stated she had a lost sensor issue. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).